Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump had a keypad anomaly. The back button was not working properly. The insulin pump was rewinding on its own. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.